Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced coagulation due to insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: complaints from several cab structure sites have been noted, following centrifugation, despite respecting the speed and time of centrifugation, the barricor tube is coagulated. After internal investigations, we note that these tubes do not contain the right quantity of lithium heparinate. We would like to thank you in advance for forwarding this information to your quality department and we are waiting for your instructions on how to proceed with this urgent matter.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-feb-2022 . H.6. Investigation: bd received samples and photos for investigation. The photos were reviewed and the indicated failure mode for incorrect additive and fibrin was not observed. Review of the attached photographs indicated a screenshot of the program, there also was noted sniped photo of the used tube, unfortunately the defect can not be confirmed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to additive abnormality or fibrin were observed. 10 returned samples were analyzed for heparin content; all were found to be within specification. 10 retained samples were analyzed for heparin content; all were found to be within specification. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, fibrin, because the defect was not evident in the testing of the complaint lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality and fibrin. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced coagulation due to insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: complaints from several cab structure sites have been noted, following centrifugation, despite respecting the speed and time of centrifugation, the barricor tube is coagulated. After internal investigations, we note that these tubes do not contain the right quantity of lithium heparinate. We would like to thank you in advance for forwarding this information to your quality department and we are waiting for your instructions on how to proceed with this urgent matter.